Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and g astrointestinal/pelvic floor therapy. It was reported that patient said they have a new doctor that is wanting to do an MRI of their c spine and they are trying to find out if they can turn it off to do that. Reviewed MRI information and redirected to their doctor. The patient mentioned unrelated medical history. This included patient said one of their stimulators had to be turned off because it had a misplaced lead so maybe they will have to move their surgery up because this other problem is some issues with their neck, pt said they will call the doctor and ended the call before any further information could be asked for.